Event description:
The manufacturer became aware of a literature published by the tel aviv sourasky medical center. The title of this report is "pyrolytic carbon head hemiarthroplasty versus cobalt-chromium head for proximal humerus fractures - a short-term follow-up study", published on 28 july 2025, which is associated with the stryker tornier pyrocarbon humeral head and tornier flex system. The article can be found on https://doi.org/10.1016/j.jse.2025.07.032. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that: 3 patients experienced greater tuberosity malreduction it is patient 1 of 3.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature. The article can be found at ttps://doi.org/10.1016/j.jse.2025.07.032. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.